Event description:
It was reported that no electrical values were observed upon connecting to the atrial lead. The atrial lead tested normal via an analyzer. The lead was reconnected to the ICD with the same results. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field of high atrial pacing lead impedance and no sensing were confirmed in the laboratory. The cause was an open circuit in the atrial tip connection in the header flex circuitry.